Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the u by kotex security regular tampons fall apart upon removal leaving pieces behind. She stated she is doing fine and does not plan to seek medical attention.